Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during preparation for an unknown procedure that the camera head "no response on screen resulted no image". The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed "no response on screen - no image" due to intermittent image, due to rusted connector coupler device pins and bad connector coupler device. In addition, the following reportable malfunctions were identified during the device evaluation: bad damage cable unit connector pins. A definitive root cause could not be identified, based on the results of the investigation, the most probable cause of malfunction is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during preparation for an unknown procedure that the camera head "no response on screen resulted no image". The procedure was completed using a similar device. There were no reports of patient harm.